Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 10/22/2019. Electrode belt: 09/02/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while not wearing the lifevest on (B)(6) 2020. Review of the download data, indicates the patient received one shock in response to CPR/motion artifact. The patient was in ventricular fibrillation (vf) with tactile artifact, CPR artifact, motion artifact, and response button use from 09:34:16 to 09:40:47. It is unclear who was pressing the response buttons. Tactile artifact, CPR artifact, motion artifact, and rb use prevented the lifevest from treating the patient from 09:34:16 to 09:40:47. The patient was in bradycardia at 40 bpm with motion artifact at the time of the treatment at 09:42:55. The patient's post shock rhythm was asystole with motion artifact. The patient received a non-lifevest defibrillation at 09:59:26. CPR/motion artifact prevented the lifevest from treating the patient and the rhythm at time of the non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The electrode belt was disconnected at 10:12:22 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 10:00am.